Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user then proceeded with navigation without clearing/repairing surveillance despite the warning. During the bone prep work for the implant, the software detected and alerted the user of excessive deflection forces on the load cell. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user of it. The user reregistered the patient and all implants were placed according to plan with no adverse effect to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
For a single position lateral case at l4-5 during case set up the end effector latch was very sticky and hard to close. After the first merge with preop CT work flow we received a high surveillance message, so we remerged and resettled surveillance. After drilling the first pedicle l4 left it did not feel or look right so we brought in fluoro. The lateral was to plan but the ap was very medial. We again remerged and resettled surveillance. We switched out the end effector and, on the 3rd, try we were able to accurately place bilateral pedicle screws. We need to replace the end effector. I will upload case logs for this case to the ecl modules.